Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿numerous painful breast lumps¿ and felt ¿incredibly anxious and upset",¿felt as though my health is a ¿ticking time bomb. I believe that this recent recall has affected my mental health considerably and will continue to do so until the implants are removed ", "reactive changes consistent with silicone lymphadenitis" and "pathology which was indicative of a rupture".

Event description:
A patient reported that they experienced ¿numerous painful breast lumps¿ and felt ¿incredibly anxious and upset". The patient added that she ¿felt as though my health is a ¿ticking time bomb. I believe that this recent recall has affected my mental health considerably and will continue to do so until the implants are removed ". Healthcare professional reported left side "reactive changes consistent with silicone lymphadenitis" and "pathology which was indicative of a rupture". The device has been explanted.